Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold 4 volts at 2 post magnetic resonance imaging (MRI). A scheduled of lead extraction was planned out. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received which indicated that the suspected caused was due to micro dislodgement.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold 4 volts at 2 post magnetic resonance imaging (MRI). A scheduled of lead extraction was planned out. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. Additional information received which indicated that the suspected caused was due to micro dislodgement.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance, visual inspection, and x ray. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Moreover, the allegations were not confirmed basing on the normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues on sections of lead returned.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold 4 volts at 2 post magnetic resonance imaging (MRI). A scheduled of lead extraction was planned out. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported.